Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the vela ventilator experienced touch screen problems. There is fluid from cleaning between the bezel and display. The customer confirmed that there was no patient involvement associated with the reported event.